Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
A company representative reported that the patient was receiving baclofen and morphine via their implanted intrathecal pump. The manufacturer/type of baclofen, drug concentrations, dose rates, and drug lot number were unknown / not available. The indication for use regarding the pump was intractable spasticity and post spinal cord injury. The patient was seen by a physician for a pump refill and drug change occurred. Morphine was added to the pump. A few days later a caregiver found the patient to be lethargic and with decreased responsiveness. The patient was admitted to a hospital. The date of the event was approximately (B)(6) 2015. No diagnostic tests were performed. The daily dose was decreased by 50%. It was unknown if the issue had resolved at the time of the report. No further information was available. Additional information requested included clarification of baclofen and morphine, other medications the patient was receiving at the time of the event, medical history, and patient outcome. A company representative clarified that a hospital initially called the nas (national answering service) regarding the patient's event and the company representative was notified of the event from the nas.